Event description:
It was reported that the device was in use with patient for infusion. The reporter stated the device leaked. No adverse effects to patient.

Manufacturer narrative:
Other text: additional information provided in d3, g2, h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned for analysis and has been evaluated. The part returned was in used condition and without its original packaging. Visual and functional testing were performed. The part was visually inspected at a distance of 12 inches to 24 inches and normal conditions of illumination. There were no discrepancies found. A functional test was performed using hydrostat vessel. A leak was detected in the air vent of the filter. The root cause of the reported event was due to part being received damaged from the supplier. No actions were taken for the primary concern reported.